Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider (hcp) via a clinical study reported the patient's pump was reprogrammed on (B)(6)2015. It was noted the patient's entire system was explanted and not replaced on (B)(6)2015. It was noted the issue resolved without sequelae on (B)(6)2015. It was reported the cause was not determined. It was noted the system was returned to the manufacture.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID 8731sc; serial# (B)(4); implanted: (B)(6) 2015; product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider (hcp) via a clinical study indicated the subject complained of pain and dizziness. The patient reported unsatisfactory analgesia on (B)(6) 2015. A catheter evaluation on (B)(4) 2015 gave results of unable to aspirate. The patient had felt the pump flip again on (B)(6) 2015.

Manufacturer narrative:
Corrected information: sex,, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID 8731sc; serial# (B)(4); implanted: (B)(6) 2015; product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider (hcp) via a clinical study indicated the subject complained of pain and dizziness. The patient reported unsatisfactory analgesia on (B)(6) 2015. A catheter evaluation on (B)(4) 2015 gave results of unable to aspirate. The patient had felt the pump flip again on (B)(6) 2015.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider (hcp) via a clinical study reported the patient's baseline weight was (B)(6) lbs.